Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. It was observed that the lemo connector was loose, so the rep tightened it. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the surgeon monitor cable would make the screen flicker whenever it was moved. No patient was present during the time of the reported incident.